Event description:
Hello, I use a resmed air sense s10 autoset auto - CPAP machine with humidair, heated humidifier when the water chamber runs out of still water. The unit still heats the plastic water chamber casing smells and toxins into your air ways. Breathing in toxins from plastic. FDA safety report ID# (B)(4).